Event description:
Per independent repair statement, pilot valve is leaking, regulator is leaking, the o-rings have been replaced, and the ty wraps have been replaced. Alarming or red light - box checked.